Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 6. Related manufacturer reference number: 1627487-2019-09083; related manufacturer reference number: 1627487-2019-09085; related manufacturer reference number: 1627487-2019-09086; related manufacturer reference number: 1627487-2019-09087; related manufacturer reference number: 1627487-2019-09089.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 6. Related manufacturer reference number: 1627487-2019-09083, related manufacturer reference number: 1627487-2019-09085, related manufacturer reference number: 1627487-2019-09086, related manufacturer reference number: 1627487-2019-09087, related manufacturer reference number: 1627487-2019-09089. It was reported the patient experienced an infection at the extension site, as noticed by the physician during a follow up appointment after implant. To address the issue, the physician explanted the extensions, and opted to also explanted the patient¿s leads and anchors at that time, as well. The patient was prescribed both oral and intravenous antibiotics and was hospitalized. The infection has since resolved.